Event description:
The ge oec 2800 uroview fluoroscopy system had several occurences where the system required a reboot to continue procedures. This was an intermittent issue. No cases were cancelled or postponed due to this issue.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. On system troubleshooting, it was noted a worn high voltage cable to the cross arm movement was repaired. Also the voltage to the ps4 was adjusted to specification. There was a thorough system check completed. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The hospital was unable to, or would not provide any patient information relating to this issue.